Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis :device photograph(s) for the device related to the reported event of pain, rupture and visibility/palpability was reviewed on july 20, 2020. Visual analysis of the identified photos: opening extended, red particles in the shell, brown biological tissue and labeled as left side. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported "discomfort, deformation and rupture". This record relates to the left side. Device has been explanted.